Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(6) kept rebooting after the green start/continue button was pressed" was confirmed during functional testing. The root cause of the reported complaint was the defective processor board, likely due to a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Archive data could not be downloaded and reviewed because the autopulse platform failed to boot up. The autopulse platform failed functional testing, as the system kept re-starting and failed to boot up; thus, confirming the reported complaint. The processor board (pca) will be replaced to remedy the issue. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on february 28, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) kept rebooting after the green start/continue button was pressed. As reported, the battery was fully charged prior to inserting it into the autopulse platform. No patient involvement.